Manufacturer narrative:
(B)(4). The returned homechoice received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The event was confirmed through review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2014 at 20:46:22. During night drain cycle three, the patient's ultrafiltration reading was 1684ml, indicating the home patient (hp) drained 1684ml more than their maximum programmed fill volume of 2500ml. No additional information is available.